Manufacturer narrative:
A review of the device history records for the components that were involved in this event showed that no material property, mechanical, or dimensional discrepancies existed. Visual examination indicates chipping/fracturing of the ceramic liner rim and aggressive action on the shell rim. There is published literature that supports the probability of fracture if the liner is canted and wedged into the shell before impact. Instructions for use are packaged with each liner and warns that this type of event can occur. It also should be noted, the instructions for use warns that assembly and disassembly of the liner to the shell can damage the shell taper joint. This damage can increase the risk of ceramic liner fracture. If the ceramic liner is chipped, scratched, or otherwise damaged during the implant procedure, both the shell and the liner must be removed and not reused.

Event description:
After 3 or 4 attempts to impact a ceramic liner into the shell, it was noticed that the liner had chipped on the outer rim. Upon several attempts to remove the first chipped liner with liner removal instrument, the entire shell became loose, thus being able to push the liner out of the shell on the back table. With the same size 54 shell in patient, the doctor attempted to impact the second size b liner, which also chipped on the rim. The first size 54 shell was replaced with a new shell and the second size b liner was replaced with a new liner.